Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode insertion of the new device resulted in a tip-fold over between channels 6 and 7. First activation after the implantation was on (B)(6) 2018 and was successful. The patient was able to understand some easy sentences.

Manufacturer narrative:
Additional information: according to received information, an active electrode tip fold-over occurred during implantation surgery, as confirmed by diagnostic imaging, possibly induced by the already present cochlear condition. Consequently, three channels were deactivated. The patient was successfully activated with the concerned device. In situ measurements are indicative of a functional device, which remains implanted and in use.

Event description:
The electrode insertion of the new device resulted in a tip-fold over between channels 6 and 7. Post-op imaging showed that electrode 6 is in the apical part and electrodes 7 to 12 downwards to basal portion of cochlea. First activation after the implantation was on (B)(6) 2018 and was successful. The patient was able to understand some easy sentences.